Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed a dissimilar complaint, where the anchor was stripped, for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a remplissage procedure, a healix br 3.4mm anchor broke midbody when it was 1/4 of the way inserted into the bonehole. The surgeon completely removed the broken anchor and completed the procedure with a healix peek anchor in the same bonehole with no patient consequences and a ten minute delay. The sales rep reported that the 2nd anchor would not fully engage and was left 1 and 1/4 turn out of the bonehole. The sales rep reported this anchor was left proud by approximately 1mm. The sales rep reported that the surgeon was fine with the fixation. The sales rep stated that the anchor would not cause irritation due to the tissue being fixated to it in this type of procedure. The sales rep reported the bone quality was hard and that the surgeon was experienced and not off axis. The surgeon prepared the bonehole with the awl and tapped. The customer already discarded the healix br anchor. The reporter clarified that the bonehole was prepped using healix awl/tap. The surgeon prepared the bonehole again before inserting the 2nd anchor. The sales rep will not be returning the awl since he is unsure which one was used in this procedure. The sales rep reported that he believed the issue was a combination of the procedure type (remplissage),bone year and the inadequate distal tip /driver inserter length of our 3.4mm anchor. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.